Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, as the valve was deployed, the valve moved higher to -7mm on the non-coronary cusp. A balloon aortic valvuloplasty (bav) was performed and the valve dislodged to the sinus of valsalva. The valve was snared and moved to the sino-tubular junction. A second valve was implanted with no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.